Event description:
The device was used during a laparoscopic oopherectomy procedure. Reportedly, the staples did not form properly and disengaged into the pt's cavity. The surgeon converted to a laparatomy and was unable to remove the staples. The hospital has reported the pt's condition is satisfactory.